Manufacturer narrative:
The original sample was li heparin plasma that was centrifuged for 5-10 minutes at 3200rpm. A system check performed on (B)(4) 2011 met specifications. A field service engineer (fse) went on-site (B)(4) 2011 and performed hardware verification. Fse replaced some hardware, performed repairs and all necessary alignment and voltage adjustments. A system check and qc then performed met specifications. The fse's inspection of the sample showed multiple fibrin clots suspended in the plasma. Per customer, they had not taken note of the sample appearance prior to the event. Although the hardware issues and sample quality were addressed by the fse, a clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated troponin (accutni) result of 5.96ng/ml generated by the unicel dxc 600i synchron access clinical system. Upon repeat the result was 0.02ng/ml and another sample obtained from this patient also gave 2 results of 0.02ng/ml when tested. The patient was transferred from the ER to the ICU but the customer is not aware of any change to patient treatment with regard to this event.